Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 41100. There was no patient involvement.

Manufacturer narrative:
D9: device returned 11/27/2024. One device was returned for analysis. Visual inspection found a minor bubbled downstream occlusion seal/sensor. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to contamination. As a result, the main board, downstream occlusion sensor/seal, and lcd lens were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.